Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height cubie drawer had failed states to close the drawer but it never opens to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the latch assembly and magnet were missing from the full-height cubie drawer. The inseparable magnet was replaced, and everything was working properly. There were no other issues to report, and diagnostics confirmed that all was working fine. The system functioned as intended after the field service engineer repaired the device.